Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a complication had occured during the implantation of a zcb00 24.5 diopter intraocular lens (iol). The physician had t o performed a vitrectomy and implant an anterior lens. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, an error was identified in type of reportable event in the initial report. "Death" was selected in error. The correct selection for type of reportable event should have been "serious injury". This field has been corrected in this follow up report. Type of reportable event: serious injury. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.